Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: at the end of a tavi procedure, the physician attempted to close the common femoral. At the stage of pulling the manta out of the patient's artery, the entire manta device pulled out including the polymer. The physician placed a covered stent at the common femoral artery. Additional information has been requested from the account and a follow up report will be submitted after receipt of this information.

Manufacturer narrative:
Qn#(B)(4). Multiple units were returned for 3010252479-2023-00037 manta. The units returned were non-teleflex units and unrelated to this complaint investigation. Multiple attempts at retrieving the manta device associated to this event were unsuccessful; therefore, no return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavi procedure, an 18f ce manta was deployed for closure in the common femoral artery. A central positioned access was gained utilizing ultrasound guidance with a single stick. The arteriotomy was greater than 6.0mm, with minimal calcification. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, the manta closure and sheath were positioned to the measured depth, lever was actuated, and the physician continued to withdraw the manta closure till yellow/green was seen in the tension window, although tried pulling harder and attempted to remove the tamper tube with tweezers, the manta device completely pulled out of the vessel. The physician chose to deploy a covered stent, patient outcome post procedure was good, and discharged home. Based on the limited information regarding initial and deployment procedures, patient conditions and environment, and no angiograms submitted for this investigation, the root cause of the complete pullout cannot be determined. Based on risk management documentation and historic complaints, the complication could be related to error in the depth location measurement step or pre-existing patient anatomy. The instructions for use list the following potential adverse events related to the deployment of vascular closure devices include failed hemostasis requiring manual or mechanical compression, application of balloon pressure, placement of a covered stent or surgical repair. Procedure requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: at the end of a tavi procedure, the physician attempted to close the common femoral. At the stage of pulling the manta out of the patient's artery, the entire manta device pulled out including the polymer. The physician placed a covered stent at the common femoral artery. Additional information has been requested from the account and a follow up report will be submitted after receipt of this information.